Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique or ¿touch contamination¿ is the leading cause of transmission of peritonitis causing pathogens. Though laboratory results remain unknown, the patient¿s reduction in symptoms through antibiotic therapy provides evidence of a resolved peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6)-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis on (B)(6) 2021 with his former outpatient clinic. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures were obtained, and a white blood cell (wbc) count was conducted in the outpatient clinic (exact date unknown); however, there was no record of laboratory results in the outpatient clinic and the pdrn could not recall specific growths in the culture or the wbc count. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per local clinic protocol (dosages, frequencies, and durations unknown). The patient recovered from this event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Additional information provided in d1 and d4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2022 during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 51-year-old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis on (B)(6) 2021 with his former outpatient clinic. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 17/dec/2021 with abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures were obtained, and a white blood cell (wbc) count was conducted in the outpatient clinic (exact date unknown); however, there was no record of laboratory results in the outpatient clinic and the pdrn could not recall specific growths in the culture or the wbc count. The patient was diagnosed with peritonitis due to a break in aseptic technique during continuous cyclic pd (ccpd) on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per local clinic protocol (dosages, frequencies, and durations unknown). The patient recovered from this event and remained asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home following this event.